Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker entered in safety mode. No other information was provided. No adverse patient effects were reported.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker entered in safety mode. No other information was provided. No adverse patient effects were reported.